Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort in the hip area around where the ipg located. The patient underwent a revision wherein the ipg was relocated and add two new leads were added for better coverage. The patient was doing well postoperatively.